Event description:
Lap cholecystectomy- "during clip applier use on vessel, 6th clip fall down, open. 7th clip remained blocked in the jaw. Clip applier was extracted from the body and clip wedged in the jaw was extracted by using a clammer grasper. One additional clip was fired on mayo table to be sure it worked properly. Clip applier was inserted again in the body and used to close the vessel. This time it worked correctly. Event was reported to hospital pharmacy." Patient status: "good."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Updated on the investigation. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and experienced inconsistent clip delivery during the testing, which is likely due to the decontamination process the device underwent prior to examination along with residual debris from the surgery. The unit was disassembled and engineering found the jaw thickness was oversized which may have contributed to your experience of clips becoming blocked in the jaw. The root cause of your experience was likely due to the oversized jaws which creates a greater interference with the closure member. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements intended to further minimize the potential for this type of incident to occur. This lot was built prior to application of these device enhancements. This document represents our final report.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and experienced inconsistent clip delivery during the testing. The unit was disassembled; engineering found viscous fluid between the internal components and the jaw thickness was oversized. The root cause of the customer's experience was due viscous fluid and the unit was not built with white grease. The lack of grease may have contributed to the improper clip loading. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of interference. This lot was built prior to application of these device enhancements. This document represents our final report.